Event description:
The manufacturer received information alleging an everflo oxygen concentrator caused a house fire. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. The technician found no evidence of thermal damage internal or external to the device. The device's power cord was observed to have its insulation melted, however the power cord continued to provide ac power to the device. The power cord was replaced due to cosmetic issues. The device operated and alarmed to design specifications.

Manufacturer narrative:
The manufacturer has completed the investigation of an millennium oxygen concentrator that was allegedly involved in a house fire. There was no report of patient harm or injury. The device was evaluated by (B)(4) supplier. The (B)(4) could find no evidence to indicate that the concentrator was the cause of the fire. The (B)(4) tested the device and found the device to operate and alarm to design specifications. The manufacturer concludes that the device did not cause or contribute to the event. The source of the fire was due to an external source, the device did not cause the house fire.

Manufacturer narrative:
There was no change to the initial report that was filed as MDR 1040777-2015-00032.